Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one signia handle device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after removal of a reload. The power had been interrupted due to a fully depleted battery. When the microprocessor experiences an esd event it can cause the handle to lockup. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after inserting the 6th reload with the device though the trocar and before clamping the jaw of the reloads with it during a laparoscopic proximal gastrectomy with esophagojejunostomy, gastrojejunostomy and jejunostomy, the device did not work at all. They were not able to move the jaw but any movement could not be done. They took it off the cavity of the patient. At that time, the scrub nurse noticed that the display turned off completely without any signs. They replaced the devices and completed the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after removal of a reload. The power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a device issue was identified during product analysis. The root cause has been identified as damage due to an electrostatic discharge (esd) event. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after inserting the 6th reload with the device, though the trocar and before clamping the jaw of the reloads with it during a laparoscopic proximal gastrectomy with eshophagojejunostomy, gastrojejunostomy and jejunostomy, the device did not work at all. They were not able to move the jaw, but any movement could not be done. They took it off the cavity of the patient. At that time, the scrub nurse noticed that the display turned off completely without any signs. They replaced the devices and completed the case. There was no patient injury.